Manufacturer narrative:
One 86mm angled clamp was returned for evaluation. There was no visible damage observed. The clamp is normally sent to the manufacturer care fusion for evaluation. The mounting holes appeared to have some wear, but it could not be determined if the wear was the cause of the insert falling off. The returned insert did not fit tight or flat on the returned clamp. The clamp was returned to the customer, as requested. Visual examinations was performed at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No manufacturing non-conformances were identified during the evaluation. This is a re-usable product that must be inspected by the customer for wear after repeated usage. No actions will be taken at this time. This report represents the clamp used in the same patient as the inserts were used. Reference report number 2015691-2012-18661 for inserts.

Event description:
It was reported that the "traction insert got detached and remained inside the patient body." The patient had a ruptured dissecting aortic aneurysm (daa) and emergent surgery (aortic graft via left thoracotomy) was being performed. The reporter noted that there is a "high possibility that the traction insert got detached when removing the clamp." Immediately after the surgery, an "x-ray was performed and several doctors checked for any remained object inside the body, but nothing was noticed." Several hours later, it was noticed that the traction insert was missing when clearing the equipment. Approximately 6 days later, the traction insert was detected inside the patient and was surgically removed. No lasting injury was reported. The customer commented that "the insert seemed to be detached when clamping distal of aortic arch while performing left thoracotomy" and that "the visibility of operative field was very poor. Since both inserts were gray, it was difficult to recognize when the inserts got detached." Although the inserts contains barium, the customer stated that it was difficult to see on x-ray. The reporter was unable to determine if the inserts were attached correctly and firmly when the equipment was set-up. There was no abnormality noted on the inserts nor silicon leakage observed before use. It was a new traction insert and had not been used previously. The clamp was not new and had been previously used.